Manufacturer narrative:
Reporter is jnj representative. Investigation summary: investigation flow: damage. Visual inspection: the awl 2.5 w/sleeve w/variab-ang (p/n: 03.647.994, lot number: 1l95347) was received at us cq. Visual inspection of the complaint device showed the tip of the device had broken off. Device failure/defect identified? Yes. Dimensional inspection: a dimensional inspection was not performed due to post-manufacturing damage. Document/specification review: no design issues or discrepancies were identified. Complaint confirmed? Yes. Investigation conclusion: this complaint is confirmed as the tip of the device had broken off. No definitive root cause could be determined based on the provided information. There was no indication that a design or manufacturing issue contributed to the complaint. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot: part: 03.647.994. Lot: 1l95347. Manufacturing site: (B)(4). Release to warehouse date: dec. 19, 2018. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported on an unknown date that during the inspection of 2.5 awl, it was discovered the spring sleeve wouldn't thread properly, and was damaged when trying to re-engage into the sleeve. There was no patient consequences, or surgical delay involved. This complaint involves one(1) device. This report is for (1) mmsi driver shaft for red screw. This is report 1 of 1 for (B)(4).